Event description:
Per complaint (B)(4), a patient's dental implant was uncovered and was reported to have a low ostell reading. When the healing cap was removed, the implant came out. No additional adverse patient consequences were reported.